Manufacturer narrative:
Email received from emergency room manager, northside hospital forsyth, who provided additional information related to this incident. It was reported that during a central line placement, a physician "met resistance" and was unable to advance the guidewire. Reporter states, "the physician open and used three central venous catheter kits, the last one worked." Reporter states, "no patient injury, but a delay in the completion of the procedure." Reporter confirms there are no samples available for return and evaluation. Therefore, a root cause maybe difficult to determine. No further information is available at this time. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that during a central line placement, a physician "met resistance" and was unable to advance the guidewire.